Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in an 81-year-old female patient for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions shock stage a. Following completion of the procedure and during transport from the cardiac catheterization laboratory to the surgical intensive care unit, a suspected hematoma was noted at the right groin impella insertion site. The impella cp remained in use for approximately six hours and was subsequently removed. While on support, the impella cp ran at p-7 with flows of 3.3 liters per min with purge solution consisting of 5% dextrose in water with 25meq sodium bicarbonate added. Based on the available information, the impella cp functioned as intended throughout support. The reported hematoma is most consistent with an access-related complication associated with large-bore arterial access. The patient expired several hours after impella removal. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the pump from the patient outcome.